Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) replaced part and performed function test. The root cause could not be determined conclusively. The possible root cause was a faulty scanner. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A company representative reported that the equipment freezes. Additional information has been requested.